Event description:
Elderly male arrived for outpatient colonoscopy. During colonoscopy, the doctor attempted to cauterize polyp. Cautery would not work. Connections were checked. Cautery machine was turned off and on. Additional pressure was applied to the cautery pad and then cautery worked. Hospital recently changed to new cautery pad. The medline sales rep and electrocautery specialist provided educational links, provided an adapter for our erbe cautery machine, and scheduled a follow-up meeting. This meeting included clinical supervisors who currently use the cautery pad. In our gastrointestinal lab, the plan is to spend a few more seconds to make sure there is good contact with the patient's skin. By discussing the application process and items which impact the skin connection, ob felt comfortable continuing to use the same cautery pad. Since the incident we have had no more problems. Additional action items for future events include saving all equipment failure products so that the manufacturer can complete their investigation, and improving communication with staff when rolling out new products.